Manufacturer narrative:
The pt discarded the bottle of product that he was using. The physician indicated that he did not consider this event to be directly related to a specific product. Although this complaint is unrelated, bausch & lomb initiated an investigation that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evals met criteria. Product retain sample tetsing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation was that renu multiplus formula is effective , meets all performance criteria and no causal factor is identified with the reported event.

Event description:
Pt reported experiencing an eye infection while using renu multplus multi-purpose solution and a travel size bottle of renu (type unspeciifed). The pt discarded the contact lenses as well as the bottle of product that he was using. The pt presented in 2006 with a 1mm diameter infectious corneal ulceration in the left eye at the 11 o'clock position (1 mm from the limbus). A culture was not taken. The physician indicated that the history dictated that the ocular problem was bacterial in nature. The pt was subsequently treated with zymar and vigamox ophthalmic solutions until 7 days later and repsonded well and was 95% cleared in 4 days. There was no permanent decrease in visual acuity. The physician indicated that there was no evidence of fungal involvement and did not consider this event to be directly related to a specific product. According to the physician, the pt was no longer wearing contacts as of 2 months later.